Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had gall bladder surgery, and became constipated. Since the surgery, the patient's device has not worked as well as the first device. The patient was traveling. Further information is being requested from the hcp.